Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 641 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injection and insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer was able to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display noted. No bolus anomaly or basal anomaly noted during testing. Device uploaded properly using carelink. Device was programmed with a test bolus. Carelink properly listed the test bolus. No history anomaly noted on carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).